Event description:
It was reported that during a da vinci atr procedure the device would not open when on bowel tissue. A green cartridge was being used with the device. It was not known on which firing this occurred. The device was cut off and second like device was used to staple on the side where the first device was. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The cartridge reload was received fully fired and in good visual conditions. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. Analysis does not confirm (verify) the reported failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.